Manufacturer narrative:
Olympus scope was washed and high level disinfected using system 83. Scope was then placed in cabinet for storage and scope was found to be leaking fluid. Service tech, was immediately dispatched to hospital for eval and service. Custom technician performed a complete service on machine, technician also observed that the facility was improperly attaching scope(s) to the system 83 and a training was re-performed onsite. With verification that system was working properly and had staff members sign off after retraining was completed.

Event description:
Scope was found in storage cabinet leaking fluid on 1 olympus scope, being setup for a case. No prior procedures were done using the indented scope.